Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018, it was reported to k2m, inc. That during a surgery a rod broke during bending. A portion of the rod remains in the patient as part of the construct.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during a surgery a rod broke during in-situ bending. A portion of the rod remains in the patient as part of the construct.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned to manufacturer for evaluation, but a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. The fracture face on the broken component was smooth, with a slight occlusion along one side indicating a brittle overload. Perpendicular markings were visible on the surface of the rod, indicating that the instrumentation was properly engaged. There were no indications that metal fatigue contributed to the failure. It could not be confirmed if the occlusions were introduced as a result of the fracture, or if they were imparted on the rod in a previous maneuver.